Manufacturer narrative:
The device and the lens were returned in the carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The trailing haptic distal tip was broken and positioned straight on the left side of the plunger. The tip of the haptic was oriented toward the loading area. The remainder of the lens was returned taped to the exterior of the device in medical elastic. One haptic was broken in the gusset area (returned taped to device) and broken in the distal haptic tip (returned in the device). The other haptic was broken on the haptic/optic junction edge. The optic was split from edge to optic center. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The straight trailing broken haptic was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the (instructions for use) IFU. A straight trailing haptic position would not be an acceptable trailing haptic position per the IFU. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, found the defective injector. The procedure completed with new lens. There was no patient harm reported.

Manufacturer narrative:
Correction information provided in d.4 and h.6. (FDA result code, c13). The manufacturer internal reference number is: (B)(4).